Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse adjusted the reference (ref)valve and tubing. The primary failure mode was identified as buffer syringe. The fse replaced the buffer syringe from customer stock to resolve the issue. Performed verification tests without further issues. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported erroneously low patient results generated for sodium (na) involving the au5800 clinical chemistry analyzer. The customer also indicated calibration and quality control failed. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer provided verbal example for one (1) patient sample; patient demographics was not provided.